Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01089. This report is being submitted as additional information. Approximate age of device (age of device: 3 years, 11 months, 30 days). A specific cause for the reported rise in ldh cannot be conclusively determined. It was reported that the patient, who was on an anticoagulation regimen that included coumadin and aspirin, was hospitalized for symptoms of hematuria and elevated plasma free hemoglobin/ldh levels. The patient was admitted to the hospital with an inr of 1.8, which was below their goal range of 2-3. The patient was placed on IV heparin therapy and warfarin was held for three days after admission. While in the hospital, the patient's ldh peaked around 1200 u/l and slowly improved to around 500 u/l on the day of discharge. An aortic echocardiogram was performed and the patient also underwent chest and abdomen CT scans, which did not reveal a source of the ldh reduction. The patient did have some changes in their pump speed and pump power; however, this was intermittent and not prolonged. The patient was discharged home and will follow up with the clinic; their ldh will continue to be monitored. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital due to an elevated lactate dehydrogenase of 1211 u/l. In addition to the elevated ldh, the patient also had hematuria and elevated plasma free hemoglobin. At the time of the event, the patient¿s anticoagulation regimen included coumadin and aspirin with an inr goal of 2-3. On admission, the patient¿s inr was 1.8. Warfarin was held and the patient was started on a heparin infusion. A ramp echocardiogram performed on an unspecified date showed the patient¿s aortic valve opening with every beat. When the pump speed was increased to 10,200 rpm, the aortic valve opened with every 3rd beat. A CT of the chest and abdomen did not show any other source of ldh reduction including lymphoma that was grossly evident on CT scan. The patient continued on heparin, and warfarin was restarted 3 days after admission. The patient¿s ldh peaked at approximately 1200 u/l and slowly improved to approximately 500 u/l on day of discharge. It was also reported that the patient also had some intermittent changes in speed and power when changing position. As of (B)(6) 2018, the patient was stable at home with no symptoms. The customer planned to continue to monitor the patient¿s ldh. No further information was provided. The manufacturer¿s technical service representative reviewed a few provided log files and observed intermittent power and flow elevations taking place across (B)(6) 2018 with pi trending flat. No other unusual events were observed within the log file.